Event description:
Boston scientific received information that during a routine follow-up appointment four episodes were noted of approximately three seconds of pacing inhibition as a result of noise. The noise was unable to be reproduced. The sensitivity was reprogrammed to prevent further issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was later received that this lead was surgically abandoned. As all lead measurements were appropriate through the device, the device remains implanted. No adverse patient effects were reported.